Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 495 mg/dl associated with repeated cartridge leakage while inserted in the pump, resulting in inadequate insulin delivery. The patient presented to the emergency department where intravenous fluids and insulin were administered, and was discharged the same day without inpatient admission. Following discharge, the patient continued to experience elevated blood glucose levels and later reported additional cartridge leakage events. Symptoms included hyperglycemia. Outcomes included required medical intervention in the emergency department and subsequent use of external insulin. Investigation included communication with the patient and review of the information provided. The patient reported adherence to proper filling procedures. Investigation of this case identified a suspected cartridge-related issue contributing to interruption of insulin delivery. It was concluded that the event was associated with a supply-related component issue. If additional information becomes available, a supplemental MDR will be submitted.